Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer current blood glucose level was 42 mg/dl. The customer stated the transmitter was not working. After a full charge on the charger it did not show a green light when connected to the sensor so they changed the battery in the charger and tried it again but there was no light when it was taken off the charger or when connected to the sensor transmitter not able to charge. It was unknown whether the auto mode feature was active at time of low blood glucose event. Customer declined troubleshooting for low blood glucose. The device will not be returned for analysis.